Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Steerable guide catheter (sgc lot: 30927r1086) was advanced to the left atrium and xtw (lot 30906r1093) was inserted. Three grasps were attempted on the leaflet. On the third grasp, a tear in the posterior leaflet was observed. The clip was successfully placed on the fourth grasp, resolving the leaflet tear. Xtw (lot: 30906r1094) was then attempted to be implanted to further reduce mr. When the xtw (lot: 30906r1094) was inserted into the sgc, sgc fluid column was lost. The sgc was immediately removed from the stabilizer and aspirated. The xtw (lot: 30906r1094) was attempted to be inserted twice more, but fluid column was lost each time. The sgc (lot: 30927r1086) was removed and replaced with sgc (lot: 30927r1085). Xtw (lot: 30906r1094) was then attempted to be inserted into the new sgc (lot:30927r1085), but there was a loss of fluid column once again. Xtw lot 30906r1094 was discarded and xtw (lot: 30912r1067) was then inserted successfully. The clip was implanted successfully, reducing mr to grade 1-2. When removing the clip delivery system, another loss of sgc fluid column occurred when the clip introducer was being removed. Aspiration was performed to prevent air entering the patient. It was thought that the air ingress was due to the 3-way stop cock that was used on the clip introducer flush port of all clip delivery system's used. There was no evidence of air-related issues to the patient. No air entered the patient anatomy. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty grasping the leaflets. The reported tissue injury (tear of the posterior leaflet) appears to be due to the multiple grasping attempts due to the difficulty grasping. The reported unexpected medical intervention was a result of case specific circumstance. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.